Manufacturer narrative:
The referenced report of history of driveline infections are covered under medwatch MFR report # 0002916596-2012-00892, medwatch MFR report # 0002916596-2013-01728 and medwatch MFR report # 0002916596-2014-01301. Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximation age of device- 5 years and 6 months. The pump was not explanted and therefore not available for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that on (B)(6) 2015, a driveline exit site culture tested positive for pseudomonas. The patient had a history of prior driveline infections and was on suppressive antibiotic therapy. On (B)(6) 2017, the patient expired. The cause of death was reported as infection. No additional information was provided.

Manufacturer narrative:
No autopsy was performed and the left ventricular device system (lvas) was not explanted. A correlation between the device and the reported infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.